Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part fgs-1000, lot 20e022: release to warehouse date: november 11, 2020. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection no damage was noted on the instrument that would contribute to the complaint condition. The 1.4 mm k-wire and fibula washer were not returned; however this device is single use and therefore this is not considered as a missing component(s). A functional test could not be done as the mating screw was not returned and therefore the complaint condition is unconfirmed. No dimensional inspection was performed as no issues were noted with instrument. Based on the review of the relevant drawings, no design issues contributing to relevant complaint condition were identified. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure while pulling the fibulink from the tibial screw to mate with the button, both silver and gold k-wires came out prematurely. Fibulink syndesmosis repair kit were both opened, no identifier on the implant. We tried unsuccessfully to put them both back in. Additional fibulink was used to complete the procedure. The procedure was successfully completed with a ten (10) minute surgical delay. No other medical intervention required. Patient outcome is reported as fine. This report is for one (1) fibulink syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).